Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify failed battery test alert, change/battery last less than anomaly, rewind anomaly and missing segments/partial display anomaly due to buttons not responding. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen hard to read had a haze across had to take it out the case to read, sometimes had to press buttons twice. The customer¿s blood glucose level was unknown. Customer stated insulin pump had to change battery, insulin pump had rejected new battery, louder during rewind, no delivery alarm. The insulin pump will not be returned for analysis.